Event description:
It was reported that during prep, the pta balloon hub was leaking. Another balloon was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. A segment of the device was returned. The investigation is inconclusive. As leak testing could not be performed due to the condition in which the sample was returned (distal portion of catheter was detached). The root cause could not be determined based upon available info. It is unk whether procedural issues contributed to the event. The ultraverse 014 instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.